Event description:
It was reported that during a total hip surgery, this attachment got very hot. There was no report of injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: the attachment was rec'd for eval. During testing of this unit, it got very hot related to gear and bearing failure. Further analysis noted rust like deposits internally. A review of product history for the past two years shows no other similar reports for this failure mode. Conmed linvatec will continue to monitor this product for failures.